Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose ranges from 400 mg/dl to 525 mg/dl. The customer reported no delivery alarm. The customer treated the blood glucose with the insulin pump. Troubleshooting was performed for no delivery alarm. Customer declined to troubleshoot for high blood glucose. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was/was not returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.